Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting an abnormal tone. The device was interrogated and an out-of-range shocking impedance measurement was observed with this transvenous defibrillation lead.